Event description:
During follow-up, loss of capture was observed on the left ventricular (lv) lead. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.